Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came back for the first refill the volume was much higher than expected. The doctor aspirated the pump and there was too much drug in the pump. The patient also complained that her pain was not getting any better, also reported as less than 50% therapy relief, so they came to the conclusion the pump was not working. The expected residual volume (erv) was 3ml and the actual residual volume (arv) was 15ml. The cause of the discrepancy was unknown. The patient required hospitalization, and diagnostic testing or troubleshooting would be performed in the future. The issue was not resolved. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) a hcp performed a catheter dye study and it was ok. No rotor test was performed. The patient referred that the pump worked fine for years, but lately the pain had gradually returned and the motor stall was detected upon a visit to the hcp. The patient was waiting for the pump to be replaced.